Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot# va1amn1 implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. Product ID 3387s-40 lot# va11ql0 implanted: (B)(6)2016 product type lead product ID 3387s-40 lot# va0mllr implanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep)reported that the lead worked well but the patient's tremor was persistent and the best they could get was 50% tremor control. As a result the surgeon opted to do a thalamotomy and perform a lead revision, replacing the lead with a new one on date notified, resolving the issue. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.